Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product analysis summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported an infection occurred. The source of the infection was unknown. It was further reported, there were fluctuating right ventricular lead thresholds. Little to no slack/redundancy was noted on the leads at extraction. The patient was treated with antibiotics and the implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.